Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead warning was observed due to lead impedance. There was evidence of noise which may be due to myopotential oversensing in unipolar; insulation issue or outer coil fracture considered. The lead remains in use. No patient complications were reported as a result of this event.